Manufacturer narrative:
Additional information was received on 10-mar-2025. There was a typing error in the response previously provided of the following: -there were issues with the flow rate change at the start of the ablation. Clarified the blocked hole of the catheter was found at the time of flushing before it was used in the patient. Therefore, the catheter was not used for ablation. A second catheter was used with the same pump to complete the surgery. No pump warning was seen. Since the irrigation issue occurred before it was used in the patient during flushing and the catheter was exchanged, the irrigation issue was reassessed to a not reportable issue. Occlusion or no irrigation is highly detectable by the physician. The most likely consequence was an intraprocedural delay the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The h6. Medical device problem code was updated to "complete blockage (a140901)". Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
During an internal review on 24-feb-2025, noted a correction to b5. Event description as reported, "additional information was received on 20-feb-2025" and should have stated, "additional information was received on 19-feb-2025." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch and the irrigation issue was noted during the device being used on the patient. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 20-feb-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during the device was used on the patient. No error. During pre-flushing of the catheter, a hole was found in the human eye did not release water. The correct catheter settings were selected on the generator. There were issues with the flow rate change at the start of the ablation. Request was made to obtain clarification to this complaint. However, no further information has been made available at this time. This event was originally considered non-reportable, however, bwi became aware on 19-feb-2025 that the irrigation issue was noted during the device being used on the patient and have reassessed the irrigation issue as reportable. The reportable awareness date for this record is 19-feb-2025.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The video was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).